Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the device had been alarming for 3 weeks waiting for the pump to be replaced. It was noted tonight the patient started feeling a shocking sensation and it was unnerving for the patient.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine and bupivacaine. The doses and concentrations were unknown. It was noted that the pump stalled on (B)(6) 2017 and had been stalled since that date. The patient wanted to know how long the pump could sit without causing health issues. The patient was going to have the pump replaced. [The previously reported alarm that sounded like a "door bell" or "european police car" occurred on (B)(6) 2017.]

Event description:
Information was received regarding a consumer receiving morphine at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's refill was due on (B)(6) 2017 and they were unable to get there. The patient heard an alarm that sounded like a "door bell" or "european police car". There were no reported symptoms and no further complications were reported/anticipated.